Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was 11.1 mmol/l. The customer stated they did not observe any moisture or fluid on the insulin pump. It was also found the buttons were functional on the insulin pump. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No moisture damage found inside the insulin pump. The insulin pump had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.